Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated buttons were slow in response. Crack and fracture on the center of insulin pump button. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver. 3.18e. Retainer ring = clear. Customer reported a cracks on keypad and scratches on screen on ((B)(6) 2021). The insulin pump p-cap / test reservoir locks in place properly. The history download was successful using thus software. The pump passed the displacement test, sleep current measurement and active current measurement. No stuck button alarm noted during testing. However, pump error 63 alarm during self test and confirmed in formatted history file due to broken trace at u1 keypad assembly. Pump error 53 was found in history file due to software error. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was cut open and no traces of moisture on pcba1, or battery anomaly noted during visual inspection. The pump was received with a cracked keypad overlay, scratched lcd window.